Event description:
It was reported, that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician placed a taxus express2 2.75x32mm drug elutingt stent to the mid left anterior descending (lad) artery. The stent was deployed at 12 atms for 35 seconds. Upon removal of the stent delivery system (sds), the deflated balloon was lodged inside of the stent. A stopcock was attached to the hub of the sds and twice the amount of negative pressure was applied, but they were still unable to remove the balloon. The stent balloon was then inflated and quickly deflated and the sds was able to be removed. No pt complications occurred. The procedure was completed successfully. Additional info regarding this event is not available.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.